Manufacturer narrative:
(B)(4) - there are two possible devices involved in the event as follows: prolift pelvic floor repair: product code pfra02, batch 3283421, exp date 12/31/2011, mfg date 01/16/2009. Gynecare tvt obturator : product code 810081, batch 3222342, exp date 09/30/2009, mfg date 10/24/2008. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.there are two possible devices involved in the event as follows: prolift pelvic floor repair gynecare tvt obturator

Manufacturer narrative:
(B)(4). It was reported that the patient underwent surgical procedures for mesh removal on (B)(6) 2009; (B)(6) 2009; (B)(6) 2010 and (B)(6) 2010. She underwent an enterocele closure, uterosacral suspension, mccalls cul-de-plasty on (B)(6) 2011. (B)(4). There are two possible devices involved in the event as follows: prolift pelvic floor repair: product code pfra02, batch 3283421, gynecare tvt obturator : product code 810081, batch 3222342.

Event description:
It was reported that a patient underwent a pelvic floor repair and a sling procedure on (B)(6) 2009 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.